Manufacturer narrative:
Date of this report: 01/2015. Date rcvd by MFR: 10/02/2015. Conclusion / root cause: the failure of c56 capacitor prevented the power supply from operating on ac power. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
Philips field service engineer reported the ventilator shut down and would not restart while performing preventive maintenance. No patient involvement.

Event description:
Philips field service engineer reported the ventilator shut down and would not restart while performing preventive maintenance. No pt involvement.

Manufacturer narrative:
(B)(4).